Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to protruded and loose drive support disk. Unable to perform basic occlusion, occlusion, the excessive no delivery test due to prime alarm. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin is squirting out and the motor does not detect the reservoir. The blood glucose reading is 18 mmol/l. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.